Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the subject flex video scope device had an event occur where the 3d image could not be displayed. There was no reported harm or injury.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: a noisy image occurred due to an imaging unit malfunction and the image was temporarily unavailable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.